Event description:
The customer reported that there was no image when using the camera head. This was observed during preparation for use for an unknown procedure. The patient was not under sedation at the time of the event. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. This report will be supplemented if additional information becomes available at a later date.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The returned device was evaluated, and the user's request of ¿no image¿ was confirmed. The device evaluation found a defective cable unit. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient, the instructions for use provides the following: if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report is being submitted to provide the results of the investigation.